Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 hi-flow kit (kit). During the procedure, while inserting the penumbra system ace 68 reperfusion catheter (ace68) through a non-penumbra balloon guide catheter, the ace68 became stuck. While attempting to remove the ace68 from the guide catheter, the distal end of the ace68 broke off. Therefore, the physician removed the guide catheter with the distal tip of the ace68 inside. The procedure was completed using a benchmark 6f 071 delivery catheter (benchmark) and a non-penumbra stent retriever. There was no report of an adverse effect to the patient. There was a small subarachnoid hemorrhage after successful thrombus removal, however, the physician believed it was unrelated to any penumbra device.

Manufacturer narrative:
Results: there was no visible damage to the returned ace68. The distal tip of the ace68 was intact on the distal end of the catheter shaft. The outer diameter (od) was 0.084¿, inner diameter (ID) was 0.068¿, and the length was 132.5cm; all were within specification. The non-penumbra was kinked approximately 23.0, 46.0 and 80.5 thru 89.0 cm from the hub. A 0.068¿ inch stainless steel mandrel was advanced completely through the returned ace68 and out of the distal tip without an issue. The ace68 was also advanced through a demonstration 8f catheter and out of the distal tip without an issue. The non-penumbra guide catheter was kinked and, therefore, the returned ace68 could not be advanced through it during the functional test. Conclusions: evaluation of the returned ace68 revealed a device with no damage. A mandrel was advanced through the ace68 and out of the distal tip without an issue to assure the ID was within specification. The od of the ace68, as well as the length were measured and found to be within specification. The ace68 was also advanced through a demonstration 8f sheath and out of the distal tip without an issue. The complaint stated that the distal end of the ace68 broke off, this damage could not be confirmed. The ace68 could not be tested with the returned non-penumbra catheter due to damage on the non-penumbra catheter. Evaluation of the non-penumbra guide catheter revealed that the catheter was kinked in multiple locations. If the catheter was damaged during the procedure, it could have contributed to the ace68 becoming stuck. The non-penumbra guide catheter was returned folded inside the returned specimen bag. The observed kinks may have been a result of the device being packaged for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.